Manufacturer narrative:
A further review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. The device was returned. The investigation is confirmed for a semi-circumferential rupture on the barrel of the balloon. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.

Event description:
It was reported that the pta balloon ruptured on the second inflation at 18 atm during use in a fistula. The balloon was retracted through the introducer sheath without incident and another balloon was used to complete the procedure. There was no reported patient injury.